Manufacturer narrative:
Analysis of the client's date from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Root cause could not be determined from the information provided by the customer. Trend analysis is not required at this time - no strip lot information. This issue will be subject to future tracking.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 2.6 and 1.3, laboratory inr: 1.8. The time between testing and the pt's therapeutic range was not provided. There was no reported adverse pt sequela. There was no additional information provided.